Event description:
It was reported that the subject device had no image. The issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water tightness is lost. Based on the results of the investigation, a probable root cause could not be identified. Based on the findings reported by olympus, the loss of water-tightness is likely due to poor sealing of the cover unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.